Manufacturer narrative:
A complete lead was received for investigation and the helix was fully extended and clogged with blood and tissue. The full helix extension was measured and found to be within specification. Electrical tests was performed and there was no indication of conductor fractures or internal shorts. An x-ray examination and visual examination were performed and no anomalies were noted.

Event description:
During implant, the lead was able to extend and retract as expected but it kept displacing out of the atrium. A new lead was used and the procedure was completed with no adverse patient consequences.